Manufacturer narrative:
(B)(4). One (1) x-mesh inserter/expander was returned for evaluation. Visual examination of the x-mesh inserter reveals significant wear and the complaint was confirmed as the device was locked and would not expand. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause cannot be positively determined. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by th customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inserter "froze" during surgery would not release implant. Instrument no longer functional. Put patient at risk of paralysis as instrument failure near spinal cord.